Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, severe aortic insufficiency was observed after the post- balloon aortic valvuloplasty (bav). It was suspected that the bav tore a leaflet on the transcatheter valve. A 2nd valve was implanted within the 1st valve. Moderate paravalvular leak (pvl) was observed after deployment. A post-bav was performed, however, the pvl did not improve. No additional treatment was reported. No additional adverse patient effects were reported. Additional information was received that the reason for the initial post balloon aortic valvuloplasty (bav) was an expansion issue with the valve. The type of severe aortic insufficiency that occurred was noted to be central. Additionalinformation was received that a 26 millimeter (mm) semi compliant non-medtronic balloon was used for the post balloon aortic valvuloplasty (bav). One inflation was performed. The balloon was expanded and then immediately deflated.